Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp unit unable to get invasive pressure to read. There was no patient harm reported .

Manufacturer narrative:
A getinge field service engineer (fse) replaced the main pcb on unit and performed unit checkout. The unit passed all functional and safety test and was cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit unable to get invasive pressure to read. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.